Manufacturer narrative:
The unit was received for investigation on december 31, 2025. The unit came in for oxygen error it was confirmed since the compressor failed for low flow, which possibly caused due to piston seal was too old; bad piston bearing; debris under flappers of piston and valve plate. The columns, compressor, control panel and output filter were replaced. The patient received a replacement unit.

Event description:
On (B)(6) 2016, the patient's husband called inogen, to report that the patient's g3hf unit was not giving enough oxygen. They noticed the patient's levels dropping but when on the stationary unit her levels would increase. The husband stated that due to the incident the patient ended up in the hospital. Ingoen, tried to reach patient and was unsuccessful reaching patient to get full details about the incident. Intervention is unknown.

Manufacturer narrative:
This follow up report is being submitted to correct the year the patient called in to inogen to initiate a complaint on section b5, the following should have read: on (B)(6) 2026, the patient's husband called inogen, to report that the patient's g3hf unit was not giving enough oxygen. They noticed the patient's levels dropping but when on the stationary unit her levels would increase. The husband stated that due to the incident the patient ended up in the hospital. Ingoen, tried to reach patient and was unsuccessful reaching patient to get full details about the incident. Intervention is unknown.